Event description:
Reference number: (B)(4). Event occurred in canada. It was reported that the patient faced an event of diabetic ketoacidosis. Patient realized that their blood glucose kept going up so patient used insulin pump to treat the same. However, the patient had to be hospitalized for less than 24 hours. Patient suffered from type 1 diabetes. Patient's blood glucose value when admitted to hospital was 22 mmol/l. Patient did not report any particular symptoms at the time of hospital admission. Reason of hospitalization was documented to be diabetic ketoacidosis (dka). No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.